Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a follow up experiencing muscle stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. The procedure went well and the patient was in good condition post procedure.